Manufacturer narrative:
The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, when filling the balloon to 1.5 ml, there was an accidental exit of the bladder catheter and a rupture of the balloon and tip. The tip was missing and estimated to be approximately 1 cm in size. The patient underwent two intraoperative x-rays and an exploratory cystoscopy. No foreign body was found. The extra procedures and the general anesthesia time added length to the procedure.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9940965 for the same defect. This catheter reference was made with one tube component which composed the ¿body¿ of the catheter. Then the balloon is glued around the tube. The tip is not glueing, so it cannot be unglueing, there are no structural weaknesses linked to assembly on this part of the catheter. This kind of defect may be due to an excess of force applied on the medical device or a sharp instrument that damaged catheter. Once a silicone catheter is damaged, even slightly, the material becomes more fragile and tears more easily. In the photo, the break looks clean and regular, which may correspond to a cut product. The balloon has probably deflated as a result. But without the sample and the additional information requested, we cannot investigate further and verify these hypothesis. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on folysil catheter defect distal tip broken, over last four years: 43 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, when filling the balloon to 1.5 ml, there was an accidental exit of the bladder catheter and a rupture of the balloon and tip. The tip was missing and estimated to be approximately 1 cm in size. The patient underwent two intraoperative x-rays and an exploratory cystoscopy. No foreign body was found. The extra procedures and the general anesthesia time added length to the procedure.